Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements and noise on the right atrial channel. Due to this, the device recorded inappropriate atrial tachy response (atr). Furthermore, a signal artifact monitoring episode (sam) was recorded. Further evaluation was recommended. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields:b5: describe event or problemh6: device code

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements and noise on the right atrial channel. Due to this, the device recorded inappropriate atrial tachy response (atr). Furthermore, a signal artifact monitoring episode (sam) was recorded. Further evaluation was recommended. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements and noise on the right atrial channel. Due to this, the device recorded inappropriate atrial tachy response (atr). Furthermore, a signal artifact monitoring episode (sam) was recorded. Further evaluation was recommended. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.